Manufacturer narrative:
(B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen is turning blank after being on for 5 minutes. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. There were no anomalies found.